Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that the pump battery was unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer did not provide information regarding alternate insulin therapy.